Manufacturer narrative:
(B)(4)

Event description:
It was reported that during catheter removal, the nurse encountered excessive resistance, causing the skin and tissue to pull outward. The catheter was removed because the white port was not infusing or aspirating, while the other two lumens functioned normally. The catheter did not appear kinked upon removal. The catheter was in two pieces as it was replaced using the over-the-wire technique, where the PICC was severed outside the patient, a wire was inserted through the indwelling portion, and a new PICC was placed over the wire before its removal. The patient had no harm or injury.

Manufacturer narrative:
Continuation of d11: urosemide), mycamine (antifungal) & solumedrol. (B)(4) the customer provided one image showing a three lumen PICC for analysis. Signs of use were observed on the sample. No defects or anomalies were observed. The customer also returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed. The catheter body was returned in two pieces. Further dimensional analysis revealed that the catheter body was severed in two locations. One location was at the 25cm marking. The other location was adjacent to the 39cm marking. Only one of the severed sections were returned. This section was observed to be clamped by a hemostat. As a hemostat is not included within the reported kit. It is assumed that this hemostat is a non-arrow product. The hemostat was removed, and permanent damage was observed. Visual analysis of the rest of the catheter body revealed a large kink between the 4-5cm marking. In addition to the kink, visual and microscopic examination at the point of separation revealed a clear, gelatinous substance occluding the medial lumen (associated with blue hub). Further functional testing confirmed that both the kinking and the unknown blockage created resistance when flushing the extension lines. The kink on the catheter body measured 52mm from the juncture hub. The point of severing on the catheter body measured 270mm from the juncture hub. The total catheter length (includes severed portion) measured 41.3cm. This indicates that between 14.55cm-16.46cm of the catheter body was severed and not returned for analysis. This further confirms that the catheter body was severed in two locations. Measured performed per coated catheter product drawing mc-45563-401 rev04. The catheter body outer diameter measured 0.0795", which is within the specification limits of 0.0780"-0.0830" per the coated catheter product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the proximal and distal extension lines, resistance was encountered due to the kink on the catheter body. When flushing the medial extension line, a total occlusion was encountered due to the blockage at the point of separation. A long pin gage was inserted through all three lumens. For all three lumens, resistance was encountered at the location of the kink. No other resistance or blockages were observed in the distal or proximal extension lines. For the medial line, resistance was also encountered at the severed end due to the blockage. Undue force was required to clear the blockage. Once removed, the medial line flushed as intended. Likewise, the guide wire was able to pass through the severed end. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The foreign material was sent to the wyomissing lab for material composition testing. Ftir testing revealed inconclusive results. No matches were identified for substances used in the manufacturing of this catheter. Additional testing was performed by comparing the material to the medication fluconazole (diflucan); however, the material does not match. The IFU provided with the kit informs the user, "check that there is no wire in cut catheter segment after trimming. If there is any evidence that placement wire/stiffening stylet has been cut or damaged, the catheter and placement wire/stiffening stylet should not be used". The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The report of a blocked catheter was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a build-up of an gelatinous substance within the medial lumen. Further analyses performed by the wyomissing advanced analytical lab did not reveal any matches for this foreign material. There is no evidence to suggest that the foreign material was introduced during manufacturing of the device. Therefore, based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during catheter removal, the nurse encountered excessive resistance, causing the skin and tissue to pull outward. The catheter was removed because the white port was not infusing or aspirating, while the other two lumens functioned normally. The catheter did not appear kinked upon removal. The catheter was in two pieces as it was replaced using the over-the-wire technique, where the PICC was severed outside the patient, a wire was inserted through the indwelling portion, and a new PICC was placed over the wire before its removal. The patient had no harm or injury.